Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 139 mg/dl, however, customer was unable to provide meter bg reading. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer experienced a low blood glucose (bg) level; however, customer was unable to provide bg level. Customer required assistance from daughter to treat bg level via glucose powder. Additionally, daughter called 911, however, no additional information was provided regarding further intervention to treat bg level. Customer acknowledged the pump was functioning as intended. No additional patient or event information was available.